Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator's inspiratory pressure readings were out of tolerance and would not stabilize, dropping every few breaths. There was no patient involvement associated with the reported event.